Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and did not confirm the reported event of receiver failed error.